Event description:
It was reported that the customer had air in the tubing. Customer's blood glucose level was 267 mg/dl. Customer stated that the bubbles were by the quick release and were about an inch in size. Customer stated that the pump was not rewound with a reservoir in place. Troubleshooting was performed. Customer was advised to change the infusion set. Air bubbles did not persist after set change. Customer was advised to monitor the issue. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.